Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62608. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use.

Event description:
Healthcare professional reported needle was shorter than specification against the xen®45 gts. Surgery was completed with another xen. There was no eye contact.

Event description:
Healthcare professional reported needle was shorter than specification against the xen®45 gts. Surgery was completed with another xen. There was no eye contact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the needle tip of the injector was measured against a certified ruler. The needle was measured at 3.5mm and were determined to be within the limits of the design specifications. For evaluation purposes in the irvine dal, the slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The gel stent was not returned for further analysis. The reported complaint of the xen glaucoma treatment system was not confirmed. The returned unit needle tip was measured to be 3.5mm. There were no other anomalies observed. The manufactured xen systems are 100% tested in-process and inspected at manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.